Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device went black for approximately 3 seconds when they attempted to print a code summary from the device. This occurred a total of three times during a patient event. A temporary black display while printing can be indicative of an inappropriate loss of power or device reset. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer has not provided any additional patient information.

Event description:
The customer contacted physio-control to report that the display on their device went black for approximately 3 seconds when they attempted to print a code summary from the device. This occurred a total of three times during a patient event. A temporary black display while printing can be indicative of an inappropriate loss of power or device reset. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer has not provided any additional patient information.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle. Physio replaced the device's battery wire harness assembly and power pcb assembly to resolve the reported issue. Physio also replaced the device's battery pins as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The customer provided the patient information. Have been updated with the patient information.

Event description:
The customer contacted physio-control to report that the display on their device went black for approximately 3 seconds when they attempted to print a code summary from the device. This occurred a total of three times during a patient event. A temporary black display while printing can be indicative of an inappropriate loss of power or device reset. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer has not provided any additional patient information.